Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead did not deliver pacing when required. Further testing produced acceptable threshold and impedance measurements. An invasive procedure was performed to abandon the lead and explant the device. No adverse patient effects were reported.